Event description:
There was a change in the dexcom application which interrupted my audio playback. It directly affected my mental health. Dealing with a chronic condition of type 1 diabetes, it is a serious condition that doesn't let up. It is a 24/7 situation. Finding the minor joys in life like music and needing a parent and husband, a temporary interruption of 20 seconds of my music playback is extremely jarring. I've called the company at least 12 times and this is why I'm filing this complaint. I'm 42 years old and privileged enough and a part of society that wants better for my mixed race daughter. Thank you for hearing my complaint. I think dexcom has a great product and I know as a class 2 medical device this is one way to get attention. Thank you for reading this. FDA safety report ID# (B)(4).